Event description:
While evaluating the device for an etco2 failure which is addressed in MDR# 1218950-2014-05047, the philips field service engineer found that the (B)(4) battery was unable to charge and power the device. There was no patient involvement.

Manufacturer narrative:
(B)(4).